Manufacturer narrative:
The reported complaint of device breakage and falling apart is inconclusive. The device is not being returned and no photograph evidence was provided. Therefore, the reported failure could not be verified, root cause could not be identified. As a lot number was not provided, conmed could not conduct a two-year lot history review or review the manufacturing documents from the device history record (DHR). A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0002. The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU advises the user to check the pilot balloon frequently to ensure inflation of the intrauterine balloon. If the intrauterine balloon ruptures, the pilot balloon will not feel firm when squeezed between your fingers. If the intrauterine balloon has ruptured, stop all manipulation immediately, remove the vcare and replace it with a new vcare unit. The IFU also gives direction as to removing the vcare after use, including but not limited to :reattach the syringe to the luer connector at the end of the pilot balloon and fully aspirate the air from the intrauterine balloon to deflate; this will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the screw counter-clockwise and retract to the handle. Swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina; do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device and the patient to make sure the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. There are 5 parts/components to the vcare cervical elevator retractor. These are: 1) the balloon; 2) the forward "cervical" cup; 3) the back or vaginal cup; 4) the locking assembly with thumb screw; 5) the metal shaft and handle with balloon inflation valve. For safe removal of the vcare device from the patient, follow instructions. Failure to separate the vaginal cup from the tissue may result in detachment of cervical cup and/ or patient injury. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, the reported device is not expected to be returned to conmed for evaluation. This reported event is entering the investigation process. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported issues with a vcare large (37mm) cup # 60-6085-202a, unknown lot, that occurred at (B)(6) on (B)(6) 2020. Information received noted a vcare manipulator, 60-6085-202a, malfunctioned. During a case while removing the uterus, the vcare broke apart into pieces. They were able to retrieve all pieces, and there was no patient injury. The lot number is not available, and the product is not available for return/evaluation. Additional information obtained indicates that the vcare had been in place approximately 2 hours during a robotic assisted total laparoscopic hysterectomy with left ovarian cystectomy, and lysis of abdominopelvic adhesions when the issue occurred. No part of the device "broke" apart, however the green cervical cup, balloon, balloon cuff and the blue vaginal cup all detached / slid off the shaft while the uterus was being removed from the vaginal canal. The doctor had finished using the vcare at the time. All pieces of the vcare were retrieved and removed, the balloon tip was found in a blood clot in the vaginal canal and removed. It was confirmed the procedure was successfully completed but with a 15minute delay with no impact or injury to the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence as the device fell apart during use.